Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker was seen in-clinic for a routine follow up. Upon device inspection, several v-tachy episodes were recorded. Additional testing was performed to reproduce noise with aggressive isometrics, palpating the device etc. But no noise was noted. Data analysis was provided to boston scientific technical services for review and noise was confirmed. Boston scientific technical services recommended to continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This device remains in service. Additional information was provided on 07sep2021, it was reported that the patient with this pacemaker was seen in-clinic for right ventricular (rv) monitoring. The rv pacing impedance showed a decrease to 120 ohms and an rv threshold increased. There was no asystole and no symptoms consistent with loss of capture documented by the patient. The device was reprogrammed. The patient will be scheduled for a new rv lead in the coming months. No adverse patient effects were reported. This pacemaker and competitor rv lead remains in-service.